Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Her blood glucose level was over 500 mg/dl. The customer bolused 13 to 14 units of insulin. The customer had difficulty breathing. She treated her high blood glucose level with a syringe. The customer changed the infusion set twice. The high pressure test passed. The device was not returned.